Event description:
Customer reports blood glucose result of 260 mg/dl on the aviva system taken at 15:00 (no high blood symptoms reported); he took humalog 14units based on result and went for a walk to lower his blood glucose. Result at 17:00 was 220 mg/dl, and he took humalog 12units based on result. 45 minutes later customer states he passed out (states he was passed out for 45 minutes as well). Caregiver tested customer while he was passed out on his device, and result was 96 mg/dl. Paramedics came, and blood glucose result on their meter was 26 mg/dl (timeframe between results unk). Treated with glucose injection and taken to the hospital. Requested return of suspect device and replacement was sent.